Event description:
It was reported that a patient underwent a unknown gynecological procedure on (B)(6) 2024 and barbed suture was used. During an unknown gynecological procedure, the sutures were breaking on him. He went through two sutures on case. Doctor is very experienced with the sutures, but these were bad and breaking. Case was completed. No patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/27/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the needle piece fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) the piece was grabbed right away, I believe the surgeon immediately had it in his pick-ups. No x-ray needed. No harm to patient. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece and a suture piece outside its packaging were received for analysis. Product code sxpp1b410. During visual inspection of the returned sample, the extreme appears to be cut probably caused by a surgical instrument. After further evaluation crimping marks were observed on the surface suture possibly caused by a surgical instrument. As per the returned conditions of the sample, no functional test was performed. The condition of the sample received indicates improper handling of the device.